Manufacturer narrative:
(B)(4). Batch review could not be performed as no lot number was provided. Sample evaluation could not be performed as no sample was provided. The root cause could not be determined. Problem could not be confirmed.

Manufacturer narrative:
(B)(4) the devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Event description:
Baxter's pharmacovigilance received notification from a patient's daughter who reported while in (B)(4) last year, IV lines that were set up by a nurse for the patient became disconnected after two hours, resulting in a lot of blood coming out of the i.v. Reportedly, the patient's daughter examined the entire line and the packaging and found the male to female connector was missing. The patient later died from a heart attack. No further information is available at this time.